Event description:
Customer reports, the compact system produced a result of 100 mg/dl, which is outside the meter reading range of 10-600 mg/dl. No symptoms reported with this result. Controls were run and in range. The customer did not provide the location where the discrepant result was obtained. No adverse event reported. Requested return of suspect device and replacement was sent.